Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the right ventricular lead keeps on dislodging after multiple attempts during an implant procedure. The lead was not used and the physician decided to implant another lead.

Event description:
New information received states that the patient was stable throughout the procedure.